Event description:
The patient reported erosion, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is healing well and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm placement, implanting a damaged stimulator, the patient undergoing an MRI procedure, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site with an antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. Additionally, inadequate fixation was ruled out as a potential cause, the implanting clinician stated that the reason for the erosion was unknown and noted that the patient had limited physical activity post-operatively. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found.